Event description:
This is a (B)(6) male who underwent a left forearm loop av graft for dialysis access 4 yrs ago, and who has had this graft functioning well for a while. A few weeks ago he was admitted to the hospital with a small area of possible infection versus localized inflammation surrounding the graft with no fluid to drain and no bacteremia. He was treated conservatively and the patient was asked to follow up after discharge. Over the course of the past few days it looks like the patient noted that the pseudoaneurysm had grown in size and there was some concern about the appearance of the ulcerated area, so the patient decided to make an appointment to be seen. When he was seen in the office it was noted that he had a clot barely holding in place in an otherwise tenuous situation with what looked like an infected and disrupted graft, placing him at high risk of clot disruption and possible exsanguination. It was felt that this was an emergency and the patient was sent from the office directly to the emergency room where he was quickly worked up and taken to the or to excise or repair the aneurysm, and reconstruct the graft if feasible. Otherwise, the graft would be ligated. The patient was aware of the concerns raised, asked appropriate questions and wished to proceed as outlined. The patient was taken to the operating room by the doctor. General anesthesia was administered. The patient was given 2 grams of IV ancef for antibiotic prophylaxis. A timeout was performed and 5000 units of IV heparin were given. A few minutes later, his left arm was exsanguinated and a nonsterile tourniquet was inflated in the left upper arm. He was then prepped and draped in the usual fashion. We then removed a large minimally adherent clot that revealed a very large defect in the graft with a large pseudoaneurysmal dilatation of the ptfe material itself. This was very unusual. The graft was excised up to 2 areas proximally and distally that were free of infection and where the graft appeared to be intact and of normal size. At these levels, vascular clamps were applied and 2-layer closure using 4-0 prolene sutures were performed on the 2 limbs of the graft. The wounds were then copiously irrigated with ancef containing solution and when bleeding stopped, following application of surgicel and reversal of the 5000 units of heparin with 40 mg of protamine, closure of the skin was performed with interrupted, inverted 3-0 vicryl sutures for closure of the subcutaneous tissue followed by 3-0 nylon mattress sutures for skin closure, over the 2 sutured ends of the graft. Next, the incision used for excision of the defective graft was extended to completely remove the damaged and incorporated graft, which was going to be sent back to the manufacturer for evaluation. The manufacturer is impra. The tourniquet was deflated after 29 minutes. A radial pulse was palpated and a graft pulse was also present in the residual arterial limb of the graft. Oozing was noted that responded to cauterization and application of arixtra and 1/2 inch iodoform packing. The main wound was left open and 3 loose 2-0 nylon mattress sutures were placed, but not tied and anchored to the skin with steri-strips for later closure of the wound, hopefully, if feasible. No cultures were taken as the patient had been on antibiotics for a few weeks. The patient maintained a radial pulse and had good perfusion to the hand at the end of the case. Sterile dressings composed of 4 x 4's, abd, kerlix, and ace bandage were used to secure the dressing in place. The arm was placed in an immobilizer. The patient was transferred to recovery room in stable condition after he was extubated. Blood loss was 100 ml. All counts were correct at the end of the case.